Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40, 3.5 mm beveled ft driver with batch number 1392328 was received for investigation and the visual evaluation revealed that the hex tip had broken off. No fragments were returned for evaluation. No functional testing was performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Event description:
It was reported that during a minimal halux surgery the tip of the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.